Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that unit housing is cracked in two places and missing housing around the backup battery area. Unit was replaced.

Manufacturer narrative:
Manufacturer's conclusion: power module setup, care and maintenance are addressed in the heartmate ii lvas patient handbook and the heartmate power module instructions for use. The heartmate ii lvas patient handbook states that the patient should contact their hospital should they believe their equipment has issues - "if for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment." The reported event, of power module with housing damage in multiple locations, was confirmed when the unit was checked. The power module housing was damaged in four places. The left side of the power module front panel was cracked and had missing pieces. The housing above the backup battery door on the monitor side of the unit was cracked and had missing pieces. The lvad connector was partially detached from the top housing in the rear of the unit. The right front panel was chipped and pieces of housing in that area were also missing. The power module was repaired by technical service; the repaired unit was returned to the rental/loaner pool. No further information was provided. The manufacturer is closing the file on this event.